Event description:
The user facility reported that employees experienced inhalation/irritation after handling the prolystica 2x concentrate enzymatic presoak and cleaner. No medical treatment sought or administered.

Manufacturer narrative:
The employees subject of the event are located at four different scott & white health locations. It is unknown if the employees were wearing proper ppe at the time of the reported event. A steris clinical specialist arrived onsite at one of the customer's locations to review the proper use and handling practices for the cleaner. The clinical specialist observed the user facility personnel wear the proper ppe and no adverse effects or symptoms were experienced by the personnel. One of the four locations was confirmed to not have proper ventilation in the room where the product is handled. It is unknown if the other three locations have proper ventilation. The prolystica 2x concentrate enzymatic presoak and cleaner safety data sheet states, "precautions for safe handling: provide good ventilation in process area to prevent formation of vapor." Additionally, nsi/aami st58 states, "chemical sterilants/high-level disinfectants should be used in an area that is properly ventilated. Rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor and should have a minimum air exchange rate of 10 air exchanges per hour (local regulations might require a higher minimum exchange rate)." A steris clinical specialist counseled facility personnel on the proper use of prolystica 2x concentrate enzymatic presoak and cleaner, specifically proper ventilation. The user facility has discontinued the use of prolystica 2x concentrate enzymatic presoak and cleaner. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.